Event description:
Procedure: lower anterior resection. According to the reporter: the device did not feel normal so the stapler was reloaded for use. After the second firing the bowel was cut prior to removing the device. When the device was removed the staple line was incomplete. The surgeon used manual suturing to resolve the issue which took extra surgical time. Leakage was noted. No further details have been provided.